Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open coronary artery bypass, the needle of the device broke. To resolve the issue, another suture was used.  There was no patient injury.